Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The events leading to his admission was e. Coli infection during a radiation treatment, and he may have worn the insulin pump during the radiation treatment, and he may have worn the insulin pump during the radiation. Reviewed the alarm history and found no error alarms. Ran a fixed prime and passed. Performed a high pressure test and the test failed. The infusion set was changed and performed the test again and passed. It was determined that the reservoir and the set were not connected using a proper technique. Found also that the customer pre-fills the reservoirs. The customer also had been rewinding the insulin pump with the reservoir in place as well as removing the reservoir from the insulin pump when he was still connected at the quick release. Recommended the customer not to use lithium batteries. No further information was provided.